Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to p wave oversensing. The patient was engaged in physical activity at the time of the shock. Boston scientific technical services (ts) discussed that the morphology was more narrow and may be related to a rate dependent bundle branch block. Ts noted to consider an exercise test. The patient was brought in for a stress test and they were unable to recreate the oversensing. Six months later the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to improved patient condition and continued inappropriate shocks. No additional adverse patient effects were reported.